Event description:
In september, a patient required placement of a cook medical pleural drainage catheter by interventional radiology (ir). This catheter features a draw [invalid] mechanism that, when pulled, forms a pigtail or locking loop. When the patient no longer needed the catheter, removal was attempted. While the catheter itself was successfully removed, the distal end of the draw[invalid]remained lodged inside the patient and could not be extracted despite applying sufficient force. The incident was reported to cook medical, and their recommendation was to have a wire guide available for future catheter removals.